Event description:
Caller reported an occlusion alarm that resulted in the customer¿s blood glucose level being noted as "high"; however, the specific value was unknown. Customer addressed this by administering a correction bolus via the pump. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.